Event description:
It was reported that bd vacutainer® edta 2k was underfilled. The following information was provided by the initial reporter: "the tube didn't draw sufficient volume of blood."

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for under fill with the incident lot was not observed. Additionally, testing of the customer samples was performed and under fill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd vacutainer® edta 2k was underfilled. The following information was provided by the initial reporter: "the tube didn't draw sufficient volume of blood."